Event description:
A report was received that the patient had to frequently charge her ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. The patient also had to frequently charge her ipg and will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that on 2007, patient did not undergo any surgery, only had complex reprogramming, which was regarded by the insurance as a procedure that patient had undergone. It was only a complex reprogramming because patient needs more coverage on the feet, and everything went fine after which.

Manufacturer narrative:
Additional information was received that the patient will not undergo an ipg replacement procedure. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Event date: 2007. Additional suspect medical device components involved in the event: model #: sc-2138-70, serial/lot #: (B)(4)/118565, description: scs 70cm iii lead. Model #: sc-8116-70, serial/lot #: (B)(4), description: artisan surgical lead, 70cm. Additional information was received that the physician did not suspect device malfunction on the explanted ipg.

Event description:
A report was received that the patient had to frequently charge her ipg. The patient will undergo an ipg replacement.

Event description:
A report was received that the patient underwent a revision procedure for an unknown reason. The patient also had to frequently charge her ipg and will undergo an ipg replacement procedure.

Event description:
A report was received that the patient had to frequently charge her ipg. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was reportedly doing well. The explanted device was not returned to bsn as it was discarded by the medical facility.